Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 252 and 99 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were to be returned for evaluation, but the customer called back and stated that she had disposed of those items. Replacement products were sent to the customer.